Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was having an unspecified issue with their pump and was inquiring about new products. The reporter declined to identify themselves or the patient, and stated they would have the patient contact animas. The brand and model of the pump were not identified at the time of the call to animas. Troubleshooting could not be completed and additional information was not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.